Event description:
The complaint is reported as: "during the process to insert the cv catheter the pediatrician looks that the spire-wire guide has an external wire that won't let it to go through the needle, so they decide to open a new cvc in order to use the wire guide of this new set." No patient injury or harm reported. Patient's condition reported to be confidential.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. Visual inspection of the swg revealed that the spring wire guide had unraveled from the distal weld and contained some bends in the body. The proximal weld was severely bent into a curl. Microscopic examination confirmed both welds were intact. Visual inspection of the introducer needle could not be performed since it was not returned for analysis. The length of the core wire measured 454mm which is within specifications of 449.2mm-458.8mm per swg product drawing. The outer diameter of the swg measured .436mm which is within specifications of 0.432mm-0.457mm per swg product drawing. Functional inspection was performed on the guidewire per the IFU provided with this kit. The IFU states: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle" the returned swg was inserted into a lab inventory 21 ga needle. Resistance was only encountered at the damaged portions of the guidewire. A manual tug test confirmed the proximal weld was fully intact. Additional tests on the introducer needle could not be performed since it was not returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The complaint of an unraveled swg was confirmed through visual inspection of the returned sample. The swg was unraveled near the distal end and the core wire was separated from the distal weld. A device history record review was performed on the swg and needle and no relevant findings were identified. The returned swg passed all relevant dimensional testing. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the introducer needle to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "during the process to insert the cv catheter the pediatrician looks that the spire-wire guide has an external wire that won't let it to go through the needle, so they decide to open a new cvc in order to use the wire guide of this new set." No patient injury or harm reported. Patient's condition reported to be confidential.